Event description:
It was reported that the laboring patient rang out and that she thought her water broke. On assessment, her water was intact but the cervical ripening foley balloon was able to come out easily and the balloon was not inflated at all. The patient stated she felt it burst inside her and the water was on the floor. No impact to patient, as patient continued to progress in labor and delivered via vaginal delivery.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.